Event description:
On (B)(6) 2010, pt reported she received an e4 (occlusion) error alert. Pt reported her blood glucose was elevated on (B)(6) 2010 at 277 mg/dl; took an extra bolus prior to bed. Pt stated when she woke up this morning she rechecked her blood glucose with a reading of 377 mg/dl; tried to take a bolus but the infusion device alarmed an e4 and will not allow her to take a bolus. Pt reported her infusion device accessories are all scheduled to be replaced today. Attempted to troubleshoot with pt; pt stated she would rather change all of her accessories and call back later. On call back pt reported she changed her site, tubing, adapter, cartridge, battery cover, and battery prior to calling. Pt stated she has been monitoring her blood glucose and it has continued to increase. Pt reported she took 6 units of insulin by injection; is currently using the infusion device. Pt's normal blood glucose is in the 140's mg/dl. Pt reported her blood glucose readings range from 197-415 mg/dl from (B)(6) 2010 until this morning. Pt stated she has many health issues that affect her infusion device use and her readings. The pt did not require assistance from a healthcare professional or second party to address the issue. Supplies were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.